Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach outer insulation degradation at 4.6 cm ¿ 4.7 cm from the connector pin.

Event description:
This report is to advise of event observed during analysis.